Manufacturer narrative:
The tech found the right head siderail spring clip cracked. The tech replaced the spring clip to repair the bed.

Event description:
Info received indicates the right head siderail will not latch.